Event description:
Additional information was received. During a follow-up, x-ray and provocative testing was performed. X-ray revealed no anomalies while provocative testing revealed variable impedance and variable threshold values. The device was reprogrammed to resolve the event and the patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of noise that resulted in non-sustained right ventricular oversensing and a brief loss of pacing on the right ventricular channel. No intervention has been performed and the patient was stable and will continue to be monitored.